Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose level was 540 mg/dl. Customer delivered a correction injection to address bg. The customer reverted to an alternative method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.